Event description:
Related manufacturer reference number: 2017865-2022-38609. It was reported that a patient experienced loss of consciousness and lightheadedness.

Manufacturer narrative:
No additional information was reported/additional information was requested but not received.